Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device history record could not been reviewed as the lot number was not communicated / not correct. At the time of this report, the device was not analyzed yet. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
An event had been reported on (B)(6) 2018 involving an avantage insert and an avantage cup. At this time, no information were provided on the nature of the event, nor the patient consequences. On 11th july 2018, additional information was provided: the patient underwent a revision of the hip implants which had been replaced by cemented avantage products (the date of this revision was not communicated). Subsequently, the patient needed a second revision due to the head of the stem coming out of the insert, leading to a dislocation.

Event description:
Please refer to report 3006946279-2018-00295.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the femoral head that was used with the avantage products (shell and liner) is not a zimmer biomet product. Research and development department stated that this product is not compatible with avantage products. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the reported event was likely due to an off-label use of the avantage products with a non-compatible femoral head. Following the investigation results of this complaint, no corrective action has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.